Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had the trial beginning on (B)(6) 2014 and everything was fine. The patient had the implant on (B)(6) 2014 and it helped with bladder and bowels. By around (B)(6) 2014 the patient's therapy was not working any longer and the patient had a back ache. The patient continued to see their health care provider (hcp) in 2014 and the hcp told the patient they had done everything right and the patient should see a back hcp about the back ache. The patient had not seen the hcp since (B)(6) 2015 and was asking about having the implant taken out. Additional information received via the consumer reported within a week of implant, the patient knew that "it was not working right." The backache started around the same time. At times it would hurt so bad, the patient would not be able to stand up. The patient saw the physician the first few months after implant, but not the next year. It was indicated the patient was up 5-10 times a night to urinate, and "it has not helped bowels." The patient's back would hurt more when the device was turned up. To resolve the loss of therapeutic effect, the channels have been changed. There was no relief with the back pain. The system was "not helping", was "defective", and the patient wanted the device removed. The patient had an appointment (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastro intestinal/pelvic floor.